Manufacturer narrative:
(B) (4).

Event description:
The pt stopped feeling stimulation. Four or five months later, he was seen in clinic by the field rep. There were telemetry issues. An implantable neurostimulator overdischarge was suspected. The pt was able to recharge normally after 1 physician mode recharge was completed. Afterward, the pt didn't feel stimulation in needed areas. He was referred to a neurosurgeon. X-ray and computed axial tomography scan revealed that the lead was misaligned, requiring revision. The pt experienced new pain associated with the event. The hcp reported the pt outcome as 'no injury'.